Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the chuck with key device was generally not functioning, and defective. It was further determined that the device had oscillation at the time of operation, which can lead to failure surgery. It was determined that this condition was generated by a possible blow to the connecting shaft. It was also noted that the device failed pre-repair diagnostic tests for cannulation, untrue running, function of the chuck, manual/visual inspection, and marking and labeling. It was noted in the service order "it presents oscillation at the time of operation. Can presents failure surgery." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.